Manufacturer narrative:
No complaint was received with return of device. Failure event observed during analysis. Final analysis found an insulation abrasion at 82.3 cm to 83.2 cm from the connector pin. The re cable was abraded at the same area. (B)(4). (B)(6).

Event description:
This report is to advise of an event found during analysis.